Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 2 months post placement of a 10mm x 60mm rx wallstent permalume stent in the distal common bile duct (cbd), it was noted that the stent had migrated to an unspecified location. The event was assessed as serious, mild in severity, and definitely related to the device. The patient underwent a second procedure at which time the stent was removed utilizing a snare device and a 2nd, unspecified, stent was placed. It was noted that the patient's condition resolved with stent removal and placement of the second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.